Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient turned stimulation off in (B)(6) of 2017 but they still felt stimulation. When asked if the patient verified that their ins was off with their programmer, it was reported that they were not sure. The patient called back later that day to report they could not get their ins to turn off. The patient reported they needed to turn their ins off because they got a cough every time they would get a cold so they needed to shut off their ins to get rid of the cold/cough. The patient stated they thought the ins was turned off because they did not see a lightening bolt, however every time they would go and sit, they would feel vibrations coming from the ins. The patient reported they tried replacing the battery for the programmer but it did not resolve the issue. The patient stated the reason for their call was to get help confirming their ins was turned off but they did not have their programmer with them during the call so troubleshooting could not be done. The patient mentioned they wanted their husband to call about it but they did not have their programmer with them during the call so troubleshooting could not be done. It was reviewed with the patient that they would need to be present with their programmer to confirm ins status when their husband called. The patient was sent a programmer manual to assist the patient in the meantime. The patient mentioned they had their implant done in 2012 and they did not know if they had to replace the ins. It was reviewed with the patient that the longevity was determined upon settings and use and it was also reviewed with the patient that the implant date for the patient was 2014 on record however the patient disagreed, stating it was 2012. There were no further complications reported/anticipated.